Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, dysmenorrhoea ("menstruation pain"), menstruation irregular ("irregular menstruation"), menometrorrhagia ("heavy and abnormal menstruation / prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating") and migraine ("severe migraines"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, menstruation irregular, menometrorrhagia, dyspareunia, hormone level abnormal, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, menometrorrhagia, menstruation irregular and migraine to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.